Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Unable to verify failed battery alarm, low battery alarm and back light anomaly due to blank display noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a backlight anomaly. Customer stated led backlight flickers. Customer stated they had diminished battery life, insulin pump gave bad battery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.